Event description:
It was reported that "cardboard" was noted within the barrel of a bulb irrigation syringe component.

Manufacturer narrative:
It was reported that "cardboard" was noted within the barrel of a bulb irrigation syringe component. The component was used for irrigation during a breast implant case. According to the reporting facility, "it was not previously seen there so the assumption was that it must have been in the bulb of the syringe." No serious injury or adverse impact to a procedure, patient, or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.